Event description:
Healthcare professional reported left side "suspected rupture¿ via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed an opening assessed as fold flaw opening as per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "suspected rupture¿ via MRI. Device has been explanted and replaced.